Event description:
It was reported by the hospital that the right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.